Manufacturer narrative:
At this time the electrosurgical unit remains at the user facility. An investigation is in process. Upon completion of the investigation conmed will file a supplemental medwatch report.

Event description:
The user facility reported that a bilateral blepharoplasty procedure was performed using the sabre 2400 led esu 120v along with a megadyne electrosurgical pencil and tip. The surgeon reported during removal of the medial fat pad on the patient's left eye, the cautery unexpectedly sparked up to the upper eyelid causing a small area of approximately 4 to 5 mm around the patient's eyelashes and brow to be singed. The surgery was completed with this device. As reported, the surgeon treated this injury with tobradex ophthalmic ointment, gauze and ice. The patient was discharged with instructions to continue use of the ointment. The patient returned for the one week follow-up appointment with the surgeon to remove sutures. The surgeon reports the patient's burn was completely healed and she is doing fine. This report is being filed as the surgeon believes the sabre 2400 esu may have contributed to this incident.

Manufacturer narrative:
Without the involved product, an evaluation could not be performed and the reported issue could not be confirmed. The root cause of the alleged patient eyelashes and brow being singed was unable to be determined. Based on the serial number this device was manufactured in 2003. Conmed stopped the production of the sabre 2400 led esu 120v in 2006, and has no longer supported service and repair as of 2013. No other units exist in inventory; therefore, further investigation would be unachievable. The principal engineer has determined, this alleged failure would be considered an alternate site burn. There was not enough information presented to identify the root cause of the incident. Alternate site tissue damages are likely the result of a faulty ground; inadequate pad contact due to operator error/lack of training; or accessory malfunction.